Event description:
While in use the bipap screen went black and the device was taken out of service. When interrogated the message states "vent inoperative 100a data acquisition pcba (printed circuit board assembly) and adc (analog to digital circuit) reference failed."